Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type catheter; product ID neu_unknown_cath, lot # unknown, implanted: (B)(6) 2014, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the spinal catheter segment was blocked, kinked, or pinched. It was indicated that no fluid had been pulled back via side-port aspiration. The catheter was partially explanted as approximately 8cm of the spinal segment, the anchor, and the catheter collet connectors were removed. When the physician pulled the spinal segment back a few centimeters, the catheter began passing fluid again. At the time of report, there was no patient injury. The device system was used to deliver gablofen. Four days later, it was reported that the patient does not communicate, but his hands were tighter than normal and he was frequently screaming.

Event description:
Additional information received reported patient symptoms had consisted of not responding to an increase in the rate of baclofen. The patient was now reportedly doing well and receiving effective therapy.

Manufacturer narrative:
Analysis of the catheter revealed catheter body deformed in shape and-or abrasion; however per analysis this did not effect infusion. A tear in seal near guide ring in the sc connector was also observed that was concluded to be non-significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.